Event description:
The customer reported to philips healthcare the "the device has a message internal memory failure. The device was reproved on the operational check in general system test". There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.